Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a pump error alarm that is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer could not clear the alarm and when she tried to clear it, the pump alarmed again. Customer was unable to rewind the pump. The pump will be returned and replaced.